Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of non-sustained oversensing due to lead noise. Technical support was contacted and upon review, the rv lead also showed signs of unstable impedance measurement indicative of lead damage. There was no adverse consequence to the patient reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).